Event description:
A case study was presented in a program document that was received. The case involved a pt that presented with hypotony and bleeding four days following a glaucoma filtration device (gfd) implant procedure. The pt was treated with eye drops. The pt also experienced eye pain that was treated with medication. The pt visited the facility six weeks postoperatively because she experienced visual loss and increased eye pain. At this visit the gfd was observed to have dropped into the anterior chamber, with corneal edema, folds in the descemet's membrane and slight iris hypopigmentation. The incision was found in the upper fornix but the bleb was not constructed and the scleral flap was not able to be seen through the conjunctiva. According to the reporter, the root cause of the gfd dropping into the anterior might be an unstable fixation due to the thinness of scleral floor about one month after implantation. Additional info was received from the reported facility, who reported that the pt was hospitalized (details unk). The reported facility planned to remove the gfd. However, the reporting facility did not provide treatment for the symptoms. A surgical treatment( details unk) was performed later at another facility. The root cause of the gfd dropping into the anterior chamber was unk. It might be caused by weakening of the sclera due to the gfd implant technique and fuchs' heterochromic iridocyclitis.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis, therefore, the condition of the product could not be verified and visual inspection cannot be performed. The device history record could not be reviewed because the reporting facility did not provide a lot number or serial number. The root cause cannot be determined. Additional info has been requested. (B)(4). This report was mailed to FDA on: 07/11/2014. (B)(4).